Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an open coronary artery bypass graft, the tissue pad was detached off. The fragments were retrieved. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received with the clamp arm detached from the instrument outer tube. The clamp arm was returned in a petri dish with the tissue pad attached to the clamp arm. The tissue pad was found in good visual condition. The outer tube interface with the clamp arm was found to be damaged. The device was connected to a test handpiece and generator for functional testing, but complete testing was not possible as the clamp arm was detached. No conclusion could be drawn as to what caused the clamp arm to detach, however probable causes include: not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or entanglement in fibrous tissue. Please note that this condition is unrelated with the event reported.